Event description:
Two pt samples with discrepant results for either sodium or potassium. Sample 1, initial sodium result 80 mmol/l, repeat 135 mmol/l. Sample 2, initial potassium result 3.1 mmol/l, repeat 4.9 mmol/l. Initial results were reported, pts not adversely affected. The field service rep determined there was a problem with the sampling mechanism and replaced and adjusted the sampling mechanism. Performance tests were performed and within specification.